Manufacturer narrative:
Results- (other) visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the haptic was torn while it was advancing in the cartridge. There was no pt contact or injury.